Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 168 mg/dl at time of incident. The customer reported that the insulin pump had alarmed battery failed. It was reported that they had replace batteries and failed battery alarm recurs. The customer was advised to monitor pump and call back if issue persists. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with broken battery tube thread and corroded battery tube noted.